Event description:
A malfunction alarm related to the tandem mobi cartridge was reported during the fill tubing process. There was no adverse impact to the customer's blood glucose level. The customer experienced the cartridge alarm issue once after changing the cartridge and is receiving a replacement pump to resolve the problem. Cts to replace pump. Customer will continue to use current pump for insulin delivery.